Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient experienced a hemorrhage stroke. A head computed tomography (CT) was performed with hemicraniectomy to address the bleeding. It was reported that the patient is doing well with the help of a walker to ambulate. The device was not returned to the manufacturer for analysis as it remains implanted. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year and ten months post hvad implantation, this patient experienced intracranial bleeding. No further details have been provided.